Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported lower retainer is cracked and has caused a huge bump that is very painful. Their lip is very swollen, red and it is very painful to eat or drink. Requested information, provided information on ulcers and healing recommendations. Received additional information, patient reported the crackek part was pinching their lip and in the same are was their sore. This area now has healed since stopped wearing the retainer and wearing the lower aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.